Event description:
It was reported that the patient presented to the hospital after receiving a remote transmission alert for low hv lead impedance. After a pc shock, rf telemetry was lost but was reestablished with an inductive wand. A low hvli and alert for possible hv lead issue were then observed. Upon explant, lead damage consistent with friction to ICD can was observed. Lead was capped and device was explanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. Upon receipt, the device was interrogated and found in backup vvi. An arc mark was noted on the device can; further evaluation indicated the presence of lead material. Review of the device image indicated that the backup vvi was caused by a power-on reset. The cause of the power-on reset was hv delivery into a shorted output. The root cause of the output circuit damage was found to be a lead anomaly. Analysis did not confirm the rf telemetry anomaly. The device was tested on the bench as well as using automated testing equipment, and no anomaly with the rf telemetry of the device was found. The cause of the reported rf telemetry anomaly could not be determined. (B)(4).